Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal irritation, sore throat, dry mouth. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal irritation, sore throat, dry mouth. It was also alleged that the humidifier portion of the machine was not working properly. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Device was missing sd card and filter. It was confirmed that the base unit works with a humidifier base and that the heater plate heats. Investigation could not confirm that the humidifier portion of the patient's device setup was not working properly as the humidifier base was not returned with the base unit. Exterior investigation observed an unknown dust/dirt contamination present on surfaces of device. Base unit was missing accessory flip door. The ui button keypad is cracking and chipping. Interior investigation observed a greyish unknown residue present throughout. The unknown dust/dirt contamination found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the air path suggests a source external to the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors logged. The investigation confirmed no evidence of degraded sound abatement foam in the base unit but can confirm the presence of contamination in the air path.